Event description:
It was reported during a scheduled transmission review that this implantable pacemaker recorded oversensing due to noise on the right ventricular (rv) lead. The battery longevity is normal. The device and lead remain in service. No adverse patient effects were reported.